Event description:
I have been using a medtronic minimed 530g for insulin dosing and treatment. It failed to notify me that the insulin reservoir was empty. It also failed to alert me to "non-delivery" or "empty reservoir." I received a low reservoir alert on (B)(6), 2:34 pm. At that time, I had 20 units left. I did not receive another alert, and continued to use the pump's calculation to administer my daily insulin. On thursday (B)(6), I noticed that even though I had pumped a considerable amount of insulin, my bgl were getting quite high and did not seem to be responding to the bolus. At 7:38 I had a finger stick of 458. I was feeling very sick and took ten units by injection and fell asleep. When I awoke sometime after 10 pm, I took another finger stick bgl and my bgl was over 600. I took another injection of 10 units, and noticed that the pump reservoir was empty. According to the pump alarms history the last alarm was on (B)(6) 2:17am and that was for a low reservoir. I was admitted to the hospital with a bgl of 758. I spent the evening in the emergency room and was sent home at 1:10pm (or so) with the pump active, with a new reservoir of insulin. I returned to the emergency room sometimes around 3am. My bgl was once again over 600. I was admitted to the ivcu for three days. I am totally off the pump and now doing daily injections, and my bgl is responding. I called and reported this incident to medtronics and was told they were sorry, but there is nothing they can or will do, because the pump was left at the hospital. This is not the first time I had called them about these issues. Each time they sent me a refurbished unit. They seemed more concerned about the "lost pump" than the medical attention I required.